Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up in clinic, non-sustained right ventricular (rv) oversensing and non-sustained ventricular tachycardia episodes were observed on the rv lead. Provocative testing revealed no anomaly. The physician elected not to perform any intervention and the patient was in stable condition and will be monitored.